Manufacturer narrative:
Results and conclusions: (stent deformation). (Severely calcified lesion, tortuous with 90% stenosis). (Stent deformed in vivo during positioning). (B)(4).

Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion in the mid-lad. The lesion was tortuous and had 90 % stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated once with a sprinter legend, at 12 atm for 11 seconds. 80% stenosis remained after the pre-dilation, but the device could not cross the lesion due to the severe calcification. The physician pre-dilated the lesion again and used a new device, of same size, to complete the procedure. No patient complications are reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: tip was damaged and stretched. The 4th, 5th and 6th proximal segments of the stent were raised and damaged. The 8th and 9th proximal segments had raised struts. The 2nd and 3rd distal segments were also damaged. The hypotube was kinked 14cm and 39cm distal to the strain relief, and 13cm and 29cm proximal to the guide wire entry port. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.